Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, it was noted that two blades broke during the same procedure. It is unknown if there were any adverse consequences and if the procedure was completed successfully. This record represents the second instance of a blade breaking.

Event description:
It was reported that during a surgical procedure, it was noted that two blades broke during the same procedure. It is unknown if there were any adverse consequences and if the procedure was completed successfully. This record represents the second instance of a blade breaking.

Manufacturer narrative:
H6; the reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. H3 other text : device not available for return.